Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The day after event onset, the patient was hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) injection magnova (1 gram first bag then 500 milligram each bag, frequency not reported). Two days later, the magnova therapy was discontinued. On the same day, the patient began treatment with ip injection imipenem (500 milligram first bag then 250 milligram each bag) for peritonitis. At the time of this report the patient remained hospitalized, imipenem therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Thirteen days after the onset of peritonitis, dianeal and extraneal therapies were discontinued, the patient's pd catheter was removed and the patient moved to hemodialysis. On the same day, the patient discontinued treatment with injection imipenem (previously ongoing) for peritonitis. Five days later, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.